Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus positive pressure connector leakage occurred. The following information was provided by the initial reporter: february 5, when the three-liter bag of liquid was infused, it was found that there was liquid leakage at the connection between the positive pressure connector and the tee. Replaced the positive pressure connector, and no leakage occurred again.

Manufacturer narrative:
A mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015952. Further information provided by the customer indicates that the leakage occurred during infusion and that no visible damage was present on the complaint sample. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
No additional information.